Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6) with alarm 80 and was not heating past 32 degrees. Transferred for assistance. Per follow up information received via task on 27mar2025, per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to an overfill. Per wo, tech support had biomed drain 500ml from right drain port. Per review of event, bd representative successfully troubleshot the malfunction during the call. The event concluded with the device working and the patient on the trajectory for successful therapy completion. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Product labeling was reviewed for this investigation. The labeling is found to be adequate as the instructions for use state: replenish internal cleaning solution contact medivance customer service to order internal cleaning solution. To replenish the internal cleaning solution: 1) drain the reservoir. Turn control module power off. Attach the drain line to the two drain valves on the back of the control module. Place the end of the drain line into a container. The water will passively drain into the container. 2) refill the reservoir. From the hypothermia therapy screen or the normothermia therapy screen, press the fill reservoir button. The fill reservoir screen will appear. Follow the directions on the screen. Add one vial of arctic sun¿ temperature management system cleaning solution to the first bottle of sterile water. The filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. When the fill reservoir process is complete, the screen will close. Do not use cleaning solution that has passed the use by date listed on the bottle. The cleaning solution must be stored inside the uv resistance pouch. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was sent down to biomed because it had trouble warming. During function there were no signs of issues. Device heated to 40c and cooled to 4c without issues sn #(B)(6). Biomed has two down units they were checking status on to send in for repair. Sn # (B)(6) with water level error and temperature discrepancy. Sn # (B)(6). With alarm 80 and was not heating past 32 degrees. Transferred for assistance.